Event description:
Hill-rom received a report from the account stating the siderail would not latch. The bed was located in the cage. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The technician found the siderail center arm assembly was broken and the inner siderail cover was cracked. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the siderail center arm assembly, e-ring, angle ball, intermediate siderail cover, cover assembly, d-pin and cover to resolve the issue. It appeared the account had removed parts from this bed to repair another bed. Based on this information, no further action is required.